Event description:
Reporter alleged obtaining the result of 72 mg/dl, ate and retested with a result of 125 mg/dl back to back within 10 minutes on the aviva system. The reporter stated that he took his regularly scheduled insulin shot about 40 minutes prior to the erratic readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.